Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. Based on the described sequence of events it is possible that the scope was used to confirm the placement of the alexis after retraction and that a tissue sweep was not performed before retraction in order to identify the entrapped tissue. The instructions for use (IFU) states that "before retraction, sweep area with the scope to ensure tissue is not trapped between the purple ring and abdominal wall." Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit.

Event description:
Name of procedure being performed robotic myomectomy. Detailed description of event: alexis o-wound protector/retractor (included with gelpoint) was being placed in incision at beginning of case. Incision was approximately 4cm in length. Scope was used to confirm placement of alexis purple inner ring after insertion. Upon inspection, omentum was found lodged underneath inner ring. The alexis white outer ring was loosened and assist and surgeon used fingers to sweep inside and outside the sheath to dislodge the omentum. As the white outer ring was being rolled back down, the surgeon noticed the inner purple ring did not seem seated properly. The white outer ring was then rolled back out, and the assist pulled on the tether and dislodged the ring from the incision site. Upon inspection, the surgeon noted that the sheath appeared to have torn off the purple inner ring. There was no clinical impact to the patient. A new cngl2 was pulled from the shelf and passed to the sterile field. This new alexis seated properly with no issue. The case was completed with out any other issues. No other applicable instruments were being used when this occurred. Product is available for return. Type of intervention a new cngl2 was pulled from the shelf and passed to the sterile field. This new alexis seated properly with no issue. The case was completed with out any other issues. Patient status: no adverse effect to patient. Procedure completed without issue.

Event description:
Name of procedure being performed robotic myomectomy detailed description of event: alexis o-wound protector/retractor (included with gelpoint) was being placed in incision at beginning of case. Incision was approximately 4cm in length. Scope was used to confirm placement of alexis purple inner ring after insertion. Upon inspection, omentum was found lodged underneath inner ring. The alexis white outer ring was loosened and assist and surgeon used fingers to sweep inside and outside the sheath to dislodge the omentum. As the white outer ring was being rolled back down, the surgeon noticed the inner purple ring did not seem seated properly. The white outer ring was then rolled back out, and the assist pulled on the tether and dislodged the ring from the incision site. Upon inspection, the surgeon noted that the sheath appeared to have torn off the purple inner ring. There was no clinical impact to the patient. A new cngl2 was pulled from the shelf and passed to the sterile field. This new alexis seated properly with no issue. The case was completed with out any other issues. No other applicable instruments were being used when this occurred. Product is available for return. Patient status: no adverse effect to patient. Procedure completed without issue. Type of intervention a new cngl2 was pulled from the shelf and passed to the sterile field. This new alexis seated properly with no issue. The case was completed with out any other issues.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.